Manufacturer narrative:
Batch review performed on 01 april 2021: lot 1904771: (B)(4) items manufactured and released on 13-aug-2019. Expiration date: 2024-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device involved: batch review performed on 01 april 2021: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 1908252: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2025-03-01. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The surgeon saw the patient for instability. It was assumed that diaphysis was loose. However, during the revision surgery (performed 10 months after primary), the diaphysis was found to be extremely well fixed. Subsequently, it was decided to upsize the metaphysis and humeral reverse liner to provide more deltoid tension. The surgeon revised the metaphysis and liner. The surgery was completed successfully.